Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
The customer reported receiving an error message on their freestyle freedom meter and could not test their blood glucose level. As a result, the customer experienced lightheadedness, blackouts and forgetfulness. The customer was taken to a hospital where they were diagnosed with hyperglycemia and their insulin was changed to humulin r. There was no report of death or permanent impairment associated with this event.